Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30934957l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade and required a pericardiocentesis. During the procedure, a pericardial effusion was noticed. The pericardial effusion was discovered during a standard check using intracardiac echocardiography (ice) after going transeptal. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 300ml of fluid was removed. The patient was reported to be in stable condition. The caller stated the physician felt they had a difficult transeptal but did not believe the injury was related to the device. Additional information was received. The physician¿s opinion on the cause of this adverse event was that it was the patient condition as the patient had a very thick septum and difficult transeptal. The patient fully recovered (no residual effects)- discharged from the hospital on (B)(6) 2023. She had a pericardial tap and stayed an extra 48 hours only for observation. Therefore, assessed as prolonged hospitalization. Relevant tests/laboratory data were all within normal ranges. Prior to noting the cardiac tamponade, ablation was not performed. No evidence of steam pop. Event occurred during the transeptal phase. Irrigated catheter flow setting was set to standard settings. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features were graph, dashboard, vector, and visitag. Visitag module used standard ablation index parameters. No additional filter used with the visitag. Fti color option was used. Transeptal needle used was the baylis nrg transeptal needle ref nrg-e-hf-98-c1.